Event description:
Post op a lap gastric band procedure the patient presented with an infection at the port site and possible erosion. The surgeon decided to remove the band. The patient was discharged home in stable condition.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.